Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 12/18/2019 . Section h3. Device returned to manufacturer? Yes. Device evaluation: a pcb00v device and surgical swab were received inside a tray in a bag at the manufacturing site for evaluation. The swab was observed under microscope but the particle was not identified however a small white particle was observed adhered to the tape that was holding the swab. The white particle was sent to an independent laboratory for analysis. Returned preloaded device was evaluated. The evaluation was performed by staff engineer scientist and the field quality technician towards the plunger and the nut preloaded components. During the verification of the nut, no flash or other problems that exceed specification was identified. When inspected, the plunger it was observed the two detents at the beginning of the thread were deformed as the design intend, the only thing found in the middle of the threads was a missing piece of thread. The video provided by customer was evaluated. Upon evaluation of the video, prior to lens insertion, it can be observed a small particle that travels along the device during the lens delivery process (approximately within minutes 00:05 to 00:22). While the lens was unfolding, after lens delivery in to the patient, the removal of particle can be observed (within minute 01:00 to 01:22). However, preloaded device preparation was not available in the video in order to be evaluated. The complaint was verified. The independent laboratory''s external investigations: a photograph which accompanied the sample identified the location and material of interest. Visual examination revealed a small piece of white debris secured to adhesive tape. The foreign matter was analyzed by fourier transform infrared (ftir) spectroscopy with a perkinelmer spectrum spotlight 200 ftir spectrometer using horizontal attenuated total reflectance (hatr) sampling mode. Ftir analysis of the foreign material shows that it is consistent with an acrylonitrile butadiene styrene (abs) copolymer. Based on the evaluation performed, plunger which is one of the components of tecnis itec preloaded delivery system, is composed of abs. Per tecnis itec preloaded process, contamination particles may be caused by potentially fail to meet design/process requirements during the alignment of plunger with nut for twisting operation, which is performed specifically during the sub assembly of preloaded components. Manufacturing records review: based on the manufacturing records review and related documents the production order was manufactured according to specifications. No non-conformance report (nr) was found associated to this production order number. The functional tests were reviewed and no deviations were reported. The units were manufactured and released according to specifications. A search in complaint system revealed that no other complaint was received from this production order number. Conclusion: based on the sample return, video provided, and lab results there is a possible product malfunction and a potential quality system deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign matter found from the product when implanting the lens. It was taken out by irrigation aspiration (I/a). Surgeon requested for component analysis and cause investigation. There was no patient injury. No further information provided.